Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious events of discolouration, pallor and haemorrhage at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical intervention to prevent permanent damage. The likely root cause includes the intravascular filler injection leading to vascular occlusion and its manifestation. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 10-nov-2025 by a physician assistant via a sales representative concerning a female patient of an unknown age. Additional information was received on 13-nov-2025 and 14-nov-2025 from the same reporter. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On an unknown date, the patient received treatment with 0.1 ml of restylane kysse (lot 22502, expiry date 31-may-2026) to the left upper mid lip (unknown injection technique and needle type). Immediately after the treatment, the patient experienced vascular occlusion (vascular occlusion) along with discoloration (implant site discolouration) and pallor/blanching (implant site pallor) of the lips without pain, swelling, or bruising. The pallor extended slightly above the vermillion border, consistent with possible superior labial artery or columellar artery involvement. There were no other symptoms such as numbness, pressure, or warmth. Immediately the hcp initiated the vascular occlusion treatment protocol, applied warm compresses and vigorous massage to the area. The patient was given 650 mg of oral aspirin [acetylsalicylic acid] in the office. Later, she was administered with hylenex [hyaluronidase] 150 u/ml, beginning with 1 ml injected directly into the area of blanching, followed by 1 ml divided into three 0.3 ml injections targeting the superior labial and columellar artery distribution based on the pallor pattern. A total of 12 ml of hyaluronidase was administered throughout 7 days. Capillary refill was continuously assessed throughout the treatment, with a visible reduction in pallor and improved perfusion noted following intervention. The patient was monitored in the office following the intervention and remained stable throughout the observation period. She was instructed to continue applying warm compresses at home and to closely monitor for any new or worsening symptoms, including pain, bruising, discoloration, or signs of skin breakdown. A follow-up appointment was scheduled for 24 hours post-event, with daily evaluations planned for the subsequent seven days to ensure full recovery and restored perfusion. The hcp reported that the case was reviewed and discussed with the medical director, who concurred with the current management plan and follow-up protocol. During the last follow-up, capillary refill and skin color had improved significantly, and the patient continued to show normal perfusion. There was no pain, necrosis, livedo reticularis, pallor, or tissue breakdown observed. The capillary refill was less than 3 seconds bilaterally. She has mild ecchymosis (implant site haemorrhage). The hcp reported that no hyaluronidase was administered during follow-up and perfusion was within normal limits. The hcp prescribed corbon dioxide lift pro mask to support recovery. Outcome at the time of the report: vascular occlusion was recovered/resolved. Discoloration was recovered/resolved. Pallor was recovered/resolved. Ecchymosis was recovering/resolving.